Manufacturer narrative:
The investigation determined that higher than expected phyt quality control results were obtained from the vitros 5,1 fs chemistry system. An ocd field engineer cleaned the immunowash arm z-lead screw shaft to return the instrument to expected operation. Following this service activity, acceptable phyt performance was observed. The root cause of this event is instrument related.

Event description:
A customer observed higher than expected vitros phyt quality control results while using the vitros 5,1 fs chemistry system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4).